Manufacturer narrative:
Patient information was unavailable from the site. A site representative declined to provide patient information. A medtronic representative inspected the imaging system on-site. System batteries were replaced, the invalidate home procedure completed, rad and fluoro gain calibrations performed, and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during an electrode and probe placement procedure, the imaging system x-ray functionality would not boot up. The procedure was rescheduled for a later date because of this issue. The patient was reportedly under anesthesia at the point this issue was identified, but no incision had been made. The procedure was completed successfully two weeks after this event. No additional details were provided.